Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter leakage occurred. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: fluid leakage from the filter component: when did the incident occur?: during use, during infusion the nurse notice that the inline filter component is leaking and a small pool of blood and drug residue has gathered on the floor. This has happened on 3 different occasions. Contaminated with infliximab. Only one patient had leakage during infusion. It was detected when the infusion was finished. The others was discovered in the medicine room during priming.

Event description:
Additional information: has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. Has there been any healthcare worker¿s exposure to blood or bodily fluids? No. Was the patient blood infectious? No. Was the hcw given any additional treatment? Do not understand the question, please clarify. Did the hcw wear appropriate ppe? Do not understand the question, please clarify. Were there any negative consequences for the operator due to the leak or for patients due to the missed administration? No. Since it happened on 3 different occasions, could you please confirm event dates or if 3 different patients were impacted? Do not reminder specific dates but it was 3 different patient impacted. + the staff did not require any care after the incident. The staff followed our guidelines (plastic apron and gloves) when handling the medicine.

Manufacturer narrative:
Investigation results: two 20350e-0006 samples were received in open packaging for investigation; one sample was received from lot 22089286, and the second sample was from lot 22099373. As part of the feedback, the customer returned another empty packaging from lot 22089286. The customer reported that they observed leakage from the in-line filter during use on three different occasions. The samples were subjected to functional testing by flushing the extension sets using a 50ml bd plastipak syringe; leakage was observed from the air vent of the inline filter of the set returned from lot 22099373 (appendix 1). A closer inspection of the air inlet vent identified that filter membrane had a small tear (appendix 2). No leakage was observed during testing of the second returned sample. The details of this feedback were forwarded to the manufacturing site and the supplier of the filter component for investigation. In this instance a definitive root cause for the observed damaged air vent could not be determined, however previous investigation suggest that the air vent membrane may have been partially misaligned which was not picked up by the automatic assembly machine during the manufacturing process by the supplier of the component. A review of the production records for lots 22089286 and 22099373 did not identify any in process testing failures or quality deviations which may have resulted in a report of this nature. The supplier of the filter component will continue to monitor their feedback for reports of this nature to confirm that a trend is not developing. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.